Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a patient with a bipap autosv adv device has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death.